Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, the unit would not display an image. Although requested, additional information has not been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information (d11, h10) regarding the reported event. Additional information received identified that per the customer, the device was inspected prior to use and no abnormalities or debris were observed. Additionally, it was confirmed the ancillary equipment was compatible with the camera head. The camera cable does not appear to be damaged. During use, either the brightness was adjusted or the ancillary equipment being used had automatic brightness control. No equipment is being used to attach the camera cable. Additionally, there were no kinks, twists or buckles in the cable cord. It was noted the instruction manual for the product and all other respective equipment was used and followed to include cleaning, disinfection and sterilization. The instructions for reprocessing the camera head were followed through storage and disposal.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause of the reported event could not be established. The probable cause has been determined as video communication could not be transmitted to the processor due to cable damage as a result of handling as the product shipment record was confirmed and identified the product had no abnormality. The instructions for use state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."